Event description:
It was reported that, during a cystoscopy procedure using a tria soft ureteral stent, it was noticed during preparation that the stent broke in half when the string was pulled. Another of the same stent was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.